Event description:
Patient reported their aligners causing serious pain and stopped fitting. Their dentist recommended that they stop using the aligners and let their teeth rest. Their teeth are being moved way too fast. They have done this and now needs a new impression kit for new aligners. Their dentist informed them not to use the aligners but the patient is willing to attempt again. Requested documentation from patient's dentist regarding stopping aligner wear and photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.